Manufacturer narrative:
Concomitant product(s): dtmb1d1 ICD, implanted: (B)(6)2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the patient's generator change, the right ventricular (rv) lead exhibited multiple spikes in superior vena cava (svc) impedance. Follow up indicated that the svc coil was reprogrammed off. The lead is still in use. No patient complications have been reported as a result of this event.